Manufacturer narrative:
Patient information was requested; customer reported none was available.

Event description:
The customer reported the device alarmed vent inop and shut down due to a due to a data acquisition pcb adc reference failure while in use on a patient. The customer reported this reference failure was found while customer was troubleshooting for another problem. There was no patient harm.